Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. The pre-close technique was not used when closing with a sheath greater than 14f. It should be noted that the electronic prostyle instructions for use (eifu), states: for access sites in the common femoral vein using 5f to 24f sheaths. For venous sheath sizes greater than 14f, at least two devices and the pre-close technique are required. In this case, the IFU deviation would not have contributed to the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code: 1494, indication for use. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was venous closure of the right common femoral vein using a prostyle device after a pulsed field ablation interventional procedure using a 16.8f sheath. Reportedly, the prostyle device deployed with no issues, however, when the device was removed, the sutures came out of the vessel/anatomy with the device. A new prostyle was used and the same failure occurred. The knot was intact and formed. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.